Manufacturer narrative:
Model number/catalog number 72404155. Serial number (B)(6). Batch/lot number 1000027971. Gtin (B)(4). Model/catalog description reservoir 65 ml pc/iz. Expiration date 01/17/2020. Manufacturer date 01/17/2018.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. Additional information received indicated that 3-4 weeks postoperatively, the patient noted discharge from the scrotum. The patient was given antibiotics that proved futile. During the explant surgery, purulent material was around the scrotal pump. The cylinders and reservoir were within normal limits. The scrotum was drained and penrose drain was placed. The patient was scheduled to follow up with the physician in one to two weeks for removal of the drain. 10 cc of 0.5% marcaine were instilled in the wounds. The patient outcome was reported that the patient recovered.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection.